Event description:
It was reported that the piston rod of the infusion device did not move resulting in elevated blood glucose levels. The piston rod reached a certain position and then stopped. The patient was hospitalized with diabetic ketoacidosis. The blood glucose results at the hospital were not provided. The patient was treated with unknown IV drips and the blood glucose level stabilized. The patient was released from the hospital on (B)(6) 2023.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : shipment of complaint material from russia suspended indefinitely.